Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the manufacturer representative (rep). They reported met with the patient at the healthcare professional (hcp) to try and check patient's lead and battery which was when the shocking occurred. Rep checked the lead impedance at 2.0 amps and could not continue as it was too uncomfortable for the patient. Rep then lowered it to 1.2 amps as the patient¿s 4 programs were all above this amplitude. Again, it was too uncomfortable for the patient and patient did not want me to continue with the lead check nor the battery check. Rep called hcp into the room after informing them of the shocking sensation that patient was experiencing so hcp recommended that we check both the lead and battery in the operating room they were able to turn patient's device back on to the program they were previously on without a problem and patient felt the stimulation lightly in the pelvic floor area. There was no shocking sensation, so patient wanted to leave with their device on. Rep mentioned patient has not tried to schedule another appointment with them that they were aware of. Rep stated patient was already scheduled for surgery on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the caller is reporting that the patient is being shocked during an impedance test. The caller met with the patient and performed an impedance test at 2v which caused a strong shocking sensation in the right testicle, the caller reduced the amplitude to 1.2 and the patient still experienced shocking. The caller believes there might be a short circuit or something wrong with electrode 1. The caller wanted to perform a battery check, but the patient did not want any further testing done. The reason for the office visit was to check the battery and discuss possible replacement. It was also discussed to lower the amplitude. Electrode number one might be touching a nerve and causing sensitivity. The caller was not aware of what therapy impedance was and it was reviewed with the caller. The caller stated they are planning to replace the ins due to age and will test the lead intra-op. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient is requesting a meeting with a rep. The patient was told that they would need a replacement because of the shocking. The patient is currently trying to schedule a replacement surgery, but the patient's current rep is so busy they have not been able to schedule a replacement surgery yet. No further information was reported.